Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic dissection. The dissection started 1-2mm below the innominate and the false lumen extended into the left renal. The false lumen measured 20-30 mm in diameter. It was reported that the patient presented with back and arm pain and a cta demonstrated an issue. It was further reported that the patient was scheduled for a carotid subclavian bypass on the day of the report, but after review of the film, the doctor elected to treat it along with the addition of a thoracic aortic aneurysm (taa) extension piece, since patient was symptomatic. It was also noted that the patient had a left renal stent that was implanted sometime after the initial taa device. The issue had not been resolved and the patient will be monitored. No additional clinical sequelae were reported and the patient is fine. Additional information received reported that the valiant device did not exacerbate the dissection and the dissection had not worsened. The physician decided that the original dissection needed more graft coverage. After placement of a second taa stent graft there still remained a retrograde filling. The physician did not want to proceed with further treatment because the patient was to have a left carotid subclavian done for left arm weakness and numbness due to initial coverage of the valiant stent graft. The patient will be monitored. Additional information received reported that the original valiant was placed so it was intentionally covering the left subclavian artery (lsa). It was confirmed that there was still retrograde filling after the second valiant device was placed. It was further noted that the patient came back to the emergency room because a syncopal episode that was unrelated to the stent graft but was due to vertebral spasms that had resolved. The patient also did not have any back or chest pain like they were experiencing prior to the placement of the second valiant device. Additional information received reported that the original dissection extended all the way from just distal to the innominate artery down to the iliac bifurcation. The area covered by the stent graft only extended from distal to the innominate, covering the lsa, down to 4 mm proximal of the celiac artery. The dissection below this point was left untreated. There remained retrograde blood flow in the false lumen in the treated area, however, it had been diminished by the placement of the second valiant device. It was also noted that the patient¿s subsequent back spasms and syncopal episode were caused by the carotid to subclavian bypass which was also performed, but were unrelated to the stent graft itself. The physician had also placed a stent in the left renal to ensure the renal artery was being profuse by the true lumen, there were no issues with this stent. The physician did mention a concern that the dissection was failing to close. The dissection had transitioned from an acute dissection to a chronic dissection. No additional treatment was planned and the patient would be monitored. Review of returned cta¿s from 3-months post-implant revealed that a single valiant stent graft was positioned from just distal to the innominate, covering the lsa, and extending into the descending thoracic. The patient appeared to have a bovine arch and the lsa was patent. Distal to the stent graft the true lumen extended 11cm down to the celiac artery. A small channel of the false lumen of the dissection, approximately 1cm in diameter, is seen flowing proximally along the stent graft terminating near the mid-length of the stent graft. The true lumen is seen perfusing the celiac, sma and right renal artery, and the false lumen is perfusing the left renal artery which is also stented. The dissection extends distally into the left iliac artery. No stent graft issues were observed. The cause of the retrograde filling of the dissection was likely related to incomplete coverage of the dissection at implant. Images during and post-intervention with an additional valiant stent graft were not available for review.

Manufacturer narrative:
(B)(4).